Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2004 (B)(6); product type catheter. (B)(4). Analysis of the pump revealed pump motor/gear train anomaly/corrosion and/or wear and/or lubrication, as well as pump motor/gear train anomaly/stall due to shaft-bearing.

Event description:
Information was received from an healthcare provider (hcp) regarding a patient who was receiving morphine (15 mg/ml) at 9.6 mg/day and bupivacaine (2 mg/ml) at 1.28 mg/day (lot numbers and dates of therapy were not reported) via an implantable pump. Indications for use included non-malignant pain and other chronic/intractable pain (trunk/limbs). Medical history included degenerative joint disease and severe stenosis. Concomitant medications included percocet for breakthrough pain. It was reported that the patient had been "doing great" with the pump for 4-5 years, and that on 2015 (B)(6), the physician had increased the doses of both medications in the pump. On 2015 (B)(6) (reported as "last night"), the patient fell. After the fall, the patient noticed that their pump was alarming (also reported as "at 9:30 p.m., the patient heard the critical alarm from the pump"); code 8476 (motor stall) was read on the personal therapy manager (ptm). No recent magnetic resonance imaging (MRI) or electromagnetic interference (emi) was reported. The patient was unable to receive a bolus dose due to the motor stall. On the morning of 2015 (B)(6), the patient called the physician and reported that they were "hurting so bad, and their back was as stiff as could be"; the onset was sudden when they got out of bed that morning. The patient was seen by the hcp immediately that day. Withdrawal symptoms were reported. The pump was interrogated and the logs showed a motor stall, which corresponded to the fall the patient had, and a subsequent stopped pump period may exceed tube set message. A bolus was attempted under fluoroscopy, but was unsuccessful related to the continuous motor stall. The pump was set to a minimum rate and the patient was provided oral replacement dosing. On 2015 (B)(6), the pump was replaced and the issue was resolved; the patient status was reported as "alive - no injury." As of 2015 (B)(6), the medication dosing had been resumed and the patient's pain had resolved.